Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire fracture occurred. The patient presented with multi vessel disease. The 100% stenosed lesion was located in the mildly calcified and moderately tortuous obtuse marginal one (om1) and circumflex. Difficulties were encountered as the physician advanced the 185cm j-tip pt2 moderate support guide wire up to the lesion, however, no difficulties were encountered as the guide wire was advanced across the lesion and into the distal om1. An unspecified balloon catheter was advanced and the lesion was predilated. Next, as the physician deployed the stent it was noted that the distal 18mm of the pt2 guide wire detached and migrated to the distal portion of the om1. No attempts were made to remove the detached wire fragment. It was noted that the deployed stent remained well apposed to the vessel wall. The physician completed the procedure with this device. No further patient complications were listed and the patient's status was reported as 'stable'.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was received inside the original pouch. Visual inspection revealed a fractured distal tip. Sem analysis of the fracture surface revealed the presence of equiaxed dimple ruptures indicative of a tensional action. It was also noted that 0.074" of nitinol ribbon and 0.50 / 0.45" of the stainless steel tip were missing from the wire. No material anomalies were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire fracture occurred. The patient presented with multi vessel disease. The 100% stenosed lesion was located in the mildly calcified and moderately tortuous obtuse marginal one (om1) and circumflex. Difficulties were encountered as the physician advanced the 185cm j-tip pt2 moderate support guide wire up to the lesion, however, no difficulties were encountered as the guide wire was advanced across the lesion and into the distal om1. An unspecified balloon catheter was advanced and the lesion was predilated. Next, as the physician deployed the stent, it was noted that the distal 18mm of the pt2 guide wire detached and migrated to the distal portion of the om1. No attempts were made to remove the detached wire fragment. It was noted that the deployed stent remained well apposed to the vessel wall. The physician completed the procedure with this device. No further patient complications were listed and the patient's status was reported as "stable".

Manufacturer narrative:
(B) (4).